Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station got stuck on black screen. A field service engineer (fse) determined that the issue was with drawer 1 half-height in the auxiliary and replaced both the drawer board and the tboard. Although no hardware test application test was performed due to the customer being unable to log into cfn admin, the customer confirmed the repair was successful. The system functioned as intended after the field service engineer repaired the device.